Manufacturer narrative:
Age or dob, weight, ethnicity: information unknown/ not provided. Telephone number: (B)(6). Post office or zip code: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the post-operative check ups ((B)(6) 2021) the patient complained about wavy, unsettled vision, not seeing well far and not reading well. On (B)(6) the intraocular lens (iol) model zfr00v was removed and replaced with a 1 piece monofocal sensar iol. Visual acuities and other measurements are provided below for the corresponding visits. However, no readings were provided post explant. No additional information was provided. (B)(6) 2021: visual acuity without correction: 1.0 = >> near 0.63 with s + 1.00 extra 0.80. (B)(6) 2021: visual acuity without correction: 0.7+ >> after correction: s + 0.50 = c -1.00 x 100. (B)(6) 2021: vision without correction: 0.9 = >> after correction: s + 0.50 = c -0.75 x 100 1.1 = measured values zeiss iol master (B)(6) 2021. Al: 25.18 mm, acd: 2.44mm, lt: 5.92mm, hrv: 11.6 mm, se: 43.37d sd 0.02d, k1 43.04d @ 91, k2 43.70 d @ 1, c-0.66d @ 91. Calculation with the srk / t a const 119.30 >> +16.50 d ref -0.06.

Manufacturer narrative:
Correction: we inadvertently chose the incorrect code in our initial report submitted. The correct code is 2140 - visual disturbances instead of 2138 - visual impairment. Section h6: health effect: clinical code: 2140 updated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 15th december 2021 device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic. The lens was cleaned, and the lens presented with a detached haptic. The complaint issue could not be confirmed, and no product deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Device evaluation: the product evaluation could not be performed because the product has not yet been received. If product is received a supplemental report will be submitted. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted